Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after the laser fired. It was reported that the patient was brought in for the surgery twice. The first time the laser system was down so the surgery was rescheduled as the center could not get a service for that day. The second time the patient came in, there were bubbles present in the eye and they experienced the suction loss, which afterward the patient decided not to continue with the surgery and went home. It was confirmed that there was no patient injury and no surgical intervention was required.